Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The potential root cause of this event is unknown. Align's clinical review of available shows that the initial panoramic radiograph showed evidence of prior endodontic treatment, and the tooth appeared discolored in the initial anterior photograph. Furthermore, the treating doctor requested that this specific tooth not receive attachments in several treatment orders. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient had a traumatic accident on tooth 2.1 and required extraction, later an implant was placed and is waiting for the osteointegration. No additional information is available at this time.